Manufacturer narrative:
Clarification to b5/h6: right side rupture was previously reported based on information received from the healthcare professional. It has been confirmed that the right side device was intact and only the left side was ruptured. Rupture has been reported in mrn 9617229-2024-25330 and will be un-reported from this record. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side contracture baker grade iii and "a possible rupture". Healthcare professional later reported right side "unspecified lump" and the right side device was found to be intact upon explant. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii". And "a possible rupture". Healthcare professional, later reported, "hole, non-specific". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii" and "a possible rupture.

Event description:
Healthcare professional reported "contracture baker grade iii" and "a possible rupture". This record is for the right side. Device remains implanted.